Manufacturer narrative:
(B)(4). The system error 2240 (air in line) was not confirmed. The root cause of the complaint was undetermined. The lot number was unknown therefore a batch review was not performed. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during initial drain. The customer cleared the alarm prior to calling but reprimed with the same supplies. The tsr told the caller to discard supplies and start over with new supplies. The caller would call their registered nurse (rn) regarding the reuse of supplies and the air detected alarm. Baxter product surveillance contacted the home patient (hp) on (B)(6) 2011 regarding reported problem. The hp stated that they did not start over with new supplies that evening, but instead they continued with the same supplies anyway. The hp stated that they know they were not supposed to reuse them but it was late and they did not want to bother their care giver (cg) to grab new supplies. The hp stated they have not talked to their nurse regarding the alarm yet, but they are going to their clinic tomorrow for their scheduled appointment and will talk to them about the alarm. The hp stated they did notice anything unusual with the supplies and do not know what caused the alarm in the first place. The hp stated that overall therapy is going okay. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.